Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer exhibited occasional autonomous cursor movement accompanied by a beeping sound while preparing for the implant procedure. There was no autonomous cursor movement observed, even after testing several times. The touchscreen functionality was working without any problems. It was noted that there was an error code in the software history. The cord bay and the cord bay door were broken. The cooling fan was noisy. Additionally, it was noted that the display frame was broken. The upper hinges were broken and the upper, lower bullets were missing. All the defective parts have been solved. The programmer passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited occasional autonomous cursor movement accompanied by a beeping sound while preparing for the implant procedure. After the initial restart, the issue persisted. Following a third restart, the programmer appeared to function normally again; however, the touchscreen functionality was no longer working. There was no patient involvement.

Manufacturer narrative:
Correction: h2. Eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.